Manufacturer narrative:
Follow-up #1: date of submission 12/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: a review of the pump¿s black box revealed no evidence of a short battery life. There were multiple cs 128 alarms. The secondary error 0080 is defined as a post-delivery motor power supply fault. The pump alarmed with ¿cs128-0080¿ upon the first rewind attempt. The original complaint was unable to be adequately investigated. Unrelated to the original complaint, the battery compartment and cap were undamaged and able to fit securely. The cartridge compartment was found to be cracked at the threads. The cartridge cap threads were stripped and unable to fit. A test cartridge cap was used. The piston and lead screw were detached and missing from the assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.